Manufacturer narrative:
On (B)(6) 2025, the customer called back to medela to troubleshoot her pump. She hand washes her parts and uses a sterilizing machine. She didn't see any issues with her tubing, uses dry parts when pumping. She was measured by a lactation consultant for breast shield size. She charges her pump in between sessions. She was sent a new pump and parts, and a request was made for her to return her pump and parts to medela for testing/analyzing. In follow up with a complaint handler on (B)(6) 2025, the customer didn't wish to respond to pae questions and stated she had taken her pump to ups to return to medela. The product was evaluated on (B)(6) 2025. The pump was tested with the power supply and with the battery and operated within the acceptable limits. No problem found. Based on the results of our internal investigation (reference number (B)(4)), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However, in this case, the mother¿s mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2025, the customer reported to medela that her freestyle flex breast pump was randomly shutting off, has low suction and is making a weird noise.